Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced blood infection and vegetation. The patient was treated with intravenous antibiotics. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.